Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after an infusions set change during the manual rewind process. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer also confirmed that the pump alarmed with a motor position encoder error as well. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.